Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to persistent low flow alarms. A CT scan was performed, and outflow graft clots were suspected. An initial review by the physician revealed an intraluminal filling defect at the mid part of the conduit causing severe stenosis. The patient was placed on anticoagulation treatment. Echocardiography showed both right and left heart contracting well. There was no suggestion of left ventricular failure. The patient¿s inr will be kept higher at around 2.5 to 3.0 because of the obstruction seen in the CT scan. The patient is asymptomatic, hemodynamically stable, well-perfused and doing well. The patient will continue to be monitored. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. Although CT scan images were submitted, the reported event of suspected thrombus within the outflow graft could not be conclusively determined through this investigation as the lvad was not returned for evaluation. Additionally, an analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively established through this evaluation. The system controller event log file contained data from (B)(6) 2018 through (B)(6) 2018. Transient low flow fault flags were captured throughout the file when the flow dropped below the threshold of 2.5lpm. These faults resulted in 3 low flow hazard alarms that lasted for approximately 1, 1, and 17 seconds, respectively. Despite the observed alarms, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. Thromboembolism is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.